Event description:
Received information the patient noticed a return of her tremors and when the device was checked no telemetry could be taken. The ipg was replaced two years after implant. Hcp suspected early battery depletion. Leads and extensions were not replaced. Output settings before explant: 2.9v, 90pw, 135hzm 1 (-), 2(-), 3(+). Output settings after replacement: 1.6vm 90pw, 135hx, 2(-), can telemetry was taken after replacement, it showed 0&2: over 2000 ohms, 1&3: below 50 ohms.

Manufacturer narrative:
(B)(4).